Event description:
It was reported that the patient's husband contacted technical services regarding a red call doctor icon from this implantable device's remote communicator. Device data review revealed that the right ventricular (rv) lead pacing impedance was low and out-of-range (<200 ohms), which resulted in the red alert. The patient was referred back to their healthcare facility to resolve the event. It was stated that the lead will be reassessed when the device reaches normal end of life in about 18 months. The rv lead is not a boston scientific product. At this time, the system remains implanted and no adverse patient effects were reported.

Event description:
It was reported that the patient's husband contacted technical services regarding a red call doctor icon from this implantable device's remote communicator. Device data review revealed that the right ventricular (rv) lead pacing impedance was low and out-of-range (<200 ohms), which resulted in the red alert. The patient was referred back to their healthcare facility to resolve the event. The rv lead is not a boston scientific product. At this time, the system remains implanted and no adverse patient effects were reported.

Event description:
It was reported that the patient's husband contacted technical services regarding a red call doctor icon from this implantable device's remote communicator. Device data review revealed that the right ventricular (rv) lead pacing impedance was low and out-of-range (<200 ohms), which resulted in the red alert. The patient was referred back to their healthcare facility to resolve the event. The rv lead is not a boston scientific product. Recently, the device was surgically explanted and replaced prophylactically due to advisory inclusion. No information was available regarding whether the rv lead was also revised during the procedure. No adverse patient effects were reported. This pacemaker is expected to be returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description) and d6b (explant date).